Manufacturer narrative:
It was reported that the cap of the gastrostomy tube does not stay secure resulting in leaking during patient use onto patient's abdomen. It is unknown how the tubes are stored at the facility. The tube was reportedly in place for approximately one month prior to cap not securing. The reported cap not securing did require the tube to be replaced without incident. No injury was reported. No additional information is available. A sample is not available for evaluation however, due to the reported incident and subsequent need for intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Gastrostomy tube cap does not secure during patient use.